Event description:
During device evaluation, the baxter service technician reported finding an infusor pump which went into a false end of syringe alarm when he attempted to run the device. This condition may have caused an interruption of delivery. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. Visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a false end of syringe alarm and determined the root cause to be a faulty micro processing unit printed circuit board. The micro processing unit printed circuit board was replaced to repair the reported condition. The device did not meet specifications for the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review determined that this device has not previously been serviced by baxter. A device history review could not be performed as the serial number provided by the customer was not valid.